Event description:
Based on additional information it was identified that this report is a duplicate of another report. No further regulatory expected.

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2023-00341. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2023-00341. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Information was provided that "when the intraocular lens was injected the intraocular lens was taco shape was reversed so that the haptics were tucked under instead optic instead of on top". The IFU (instructions for use) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, central crack of the iol was noted. When the lens was injected, the lens was taco shape was reversed so that the haptics were tucked under instead optic instead of on top. Hence the lens was explanted and replaced immediately. Additional information was requested, but further no information was available.